Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they think their implantable pulse generator (ipg) is not helping treat their atrial fibrillation (af) and is not doing them "any good". The ipg remains in use. No further patient complications have been reported as a result of this event.